Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed vancomycin (vanc) result was obtained on the dimension vista 1500 system s/n (B)(4). Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Calibration and quality control data were within conformance. No process errors were observed at the time of the reported event. There is no evidence of a product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant depressed vancomycin (vanc) result was obtained upon repeat processing of a patient sample on the dimension vista 1500 instrument s/n (B)(4). The discordant result was not reported to the physician(s). The correct result was confirmed when the same sample was processed on an alternate dimension vista instrument (B)(4) and the initial correct result was then reported. The discordant vanc result was not reported therefore, there were no reports of patient intervention or adverse health consequences due to the discordant vanc result.